Event description:
It was reported that a request was made to review the data of this pacemaker which exhibited intermittent high capture thresholds in the right atrial (ra) channel and was also suspected to exhibit premature battery depletion (pbd) since there was a drop in battery longevity of 1.5 years in a span of 90 days. Technical services (ts) was contacted and noted that the right atrial automatic threshold (raat) test was suspended due to ectopy. Additionally, the physician declined an analysis for the battery. This pacemaker remains in service. No adverse patient effects were reported.